Event description:
Meter name: one touch profile. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: right eye hurting, slight dizziness. A pt reported they were unable to test their blood glucose therefore unable to guage how much insulin to use. Their meter allegedly had no power. The result on their meter was: unable to test. Customer did not seek medical treatment. Customer tested blood in family member's meter and it read 374. No comparison reported. Treatment was regular insulin shot, food. No further info has been reported.